Event description:
In discontinuing the swan ganz catheter from the introducer, the introducer was inadvertently diconnected from the hub of the line rather than distal of the valve. Pt died of pulmonary embolism.